Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit with no specific allegation. Upon triage on (B)(6) 2018 the service tech found the unit's display was illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no specific allegation.¿ the unit was triaged and the customer¿s reported condition was confirmed, as the screen was illegible and no audio tones were heard. A trend has been identified for the no audio issue and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.